Event description:
Philips received a complaint on the heartstart mrx indicating it has an alarm, and the device does not work. The customer was informed that service could no longer be completed on the device as the device had reached the end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 31-dec-2022.